Event description:
It was reported to medtronic minimed that the customer tried to upgrade the fota upgrade and received pump errors and pump 49 and found in the history that the pointers were failed and the history pointers were corrupted. Customer stated that the screen on the pump was cracked. The customer reported no adverse event. The event involved product(s) mmt-1881. Troubleshooting was performed. Customer was able to clear the error and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced and pump passed self test. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1881 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed self-test. The history was download successfully using thus software. The history was download successfully using thus software. However, the long trace history file did not confirm pump error 49 alarm on the history file. The unit p-cap / test reservoir locks in place properly. Unit received with fading serial number label and cracked keypad overlay at select button. Unit was not confirmed for pump error 49 alarm o history download files. However, unit was confirming for moisture damage. Cosmetic damage to the keypad area was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.